Event description:
It was reported that the right atrial (ra) lead's p-wave amplitude had dropped significantly since the patient's coronary artery bypass graft procedure four months prior and the lead was undersensing. Atrial sensitivity was reprogrammed which eliminated the undersensing with minimal far field r-wave (ffrw) oversensing noted. The lead remains in use. No patient complications have been reported as a result of this event.